Manufacturer narrative:
(B)(4). The field service representative fsr found out that a tube guide roller screw had backed out and made contact with the raceway and caused a small score in the top of the raceway. This was the cause of the issue. The fsr reinstalled the tube guide screw and verified the torque on all tube guide screws. The fsr tested the roller pump and operated to manufacturer specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump was stuck. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.